Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had difficulty reaching the ipg site to charge the ipg. As a result, surgical intervention occurred to explant and replace the ipg, which resolved the issue.

Manufacturer narrative:
(B)(4).